Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement pendant control shipped to site 07/29/2016. Suspect pendant control returned to manufacturer for analysis on 08/10/2016 and is under analysis. Return requested. Replacement computer shipped to site 07/29/2016. Suspect computer returned to manufacturer for analysis on 08/16/2016 and is under analysis. On 08/01/2016 a medtronic representative performed an imaging system check-out, all areas passed. Medtronic representative replaced image acquisition system (ias) computer and pendant, system performed as intended. Return requested. Replacement control board assy shipped to site 07/29/2016. Replacement control board assy returned to manufacturer on 08/11/2016, unused. Return requested. Replacement ratchet 3/8 drive long handle shipped to site 08/04/2016. No parts have been received by manufacturer for analysis. On 08/04/2016 a medtronic representative, following-up at the site, reported the imaging system gantry door wrench broken during troubleshooting.

Event description:
A medtronic representative reported that, while in a spine procedure, after completing a 3d confirmation spin, the surgeon was looking at the images and the mobile view station (mvs) software became unresponsive. The site re-booted the mvs. After the re-boot the mvs functioned as intended. The site began to remove the imaging system from around the patient and found it was unresponsive, and in the initializing please wait state. The site attempted re-booting the imaging system three times and using the door open override button, however, were unsuccessful. The door was manually opened and removed from around the patient. The surgeon had completed the procedure with the use of the navigation system. Delay in therapy was 15 - 20 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Investigation of returned suspect pendant control finds that the device was fully functional with no problem found. Visual inspection noted laminate touch pad is in good condition. Bezel and housing have scuffs, and cord has scuffs and discoloration consistent with normal installation and wear. Connector has a small indentation in the metal that does not interfere with use. No functional problem found. Investigation of returned suspect computer finds that the device was fully functional with no problem found. Os and o-arm application (3.2) boot. Time/date (cmos battery) check good. Virus scan done. Installed imaging computer in test imaging system and the system readied and functioned as expected. 2d and 3d imaging were successful. No problem found. The reported event could not be duplicated by medtronic personnel.